Manufacturer narrative:
The insulin pump was received with no button respond due to corroded keypad traces. No button error alarms noted during testing. The device had minor scratches on display window, broken reservoir tube lip, cracked battery tube threads, cracked pump belt clip, and ink spot/bleeding on the middle lcd glass.

Event description:
Customer reported via phone, the insulin pump alarmed button error. Customer's blood glucose was 131 mg/dl. Customer did not recall any significant event which may have caused the device to alarm. Customer was advised to revert to back up plan and the device need to be replaced. Customer agreed to return the device.